Manufacturer narrative:
Correction: on 01-jul-2024, it was noted that field ¿h 3. Device evaluated by manufacturer?¿ was mistakenly marked as a ¿yes¿. Please note that the device has not been evaluated. Device evaluation is anticipated; however, it has not begun. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during left pulmonary vein (lpv) carina was ablated at 40w, ¿temperature high¿ (40¿ cutoff) was displayed after a few seconds and ablation was stopped. The physician noticed a clot on the distal side of the tip electrode of the stsf catheter when the catheter was removed from the patient¿s body. Flushing was conducted, and it was confirmed that the irrigation was flowing properly. The catheter was inserted into the patient's body again and the ablation was conducted at 35w; however, immediately after the restart of the ablation, the ablation was stopped due to high temperature. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No thrombus/clor residues were observed. The temperature, impedance and irrigation features were tested, and the device was found working correctly. No temperature, impedance or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31283493l number, and no internal actions related to the reported complaint condition were identified. The thrombus/clot and temperature issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and during left pulmonary vein (lpv) carina was ablated at 40w, ¿temperature high¿ (40¿ cutoff) was displayed after a few seconds and ablation was stopped. The physician noticed a clot on the distal side of the tip electrode of the stsf catheter when the catheter was removed from the patient¿s body. Flushing was conducted, and it was confirmed that the irrigation was flowing properly. The catheter was inserted into the patient's body again and the ablation was conducted at 35w; however, immediately after the restart of the ablation, the ablation was stopped due to high temperature. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported.